Event description:
The pt / lay user contacted lifescan (lfs) in 2005 alleging that the meter displayed a "not ok" message. The medical affairs specialist (mas) contacted the pt one days later to obtain clinical information. The pt provided the following information. Four months ago meter displayed a "not ok" message right when she inserted a clean test strip into the meter. She tried several attempts with different test strips and the meter still displayed the "not ok" message. She took her insulin; however, she refused to provide the mas the name and how much she took. Date unk, the pt passed out and her family member contacted the emt's. When they arrived they treated her with glucose and when the pt regained consciousness, the pt refused to go to the ER. She does not recall what her blood glucose reading was on the paramedic's meter. She mentioned that since her meter stopped working, she was still taking her insulin. The pt was unwilling to cooperate with mas and mentioned she already spoke to the customer care advocate (cca). Mas explained to the pt the reason for the follow up question; however, the pt refused to provide any further information. It would have been helpful to know the pt's diabetes regimen, whether the pt tried to test her blood glucose prior to passing out and the date of the event. Cca had the pt clean the meter and retest and the meter displayed the "not ok" message. Cca sent the pt a replacement meter.